Event description:
A falsely elevated free light chains, type kappa (flc kappa) result was obtained on a patient sample on a bn ii system using a 1:100 sample dilution. The erroneous result was not reported to the physician(s). The sample was repeated two times for flc kappa, once using a 1:400 dilution and once using a 1:100 dilution, both times recovering lower. The repeat result obtained using the 1:100 dilution was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated flc kappa result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls recovered within acceptable ranges at the time the sample was run. The troubleshooting file provided by the customer did not contain the affected patient sample result data. Based on the information provided, the issue was limited to one erroneous result for one patient sample. No issue with the assay or system was identified. These observations suggest this was a single event for one patient sample result. The system is performing according to specifications. No further evaluation of this device is required.